Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg value not provided) and a leg cramp occurred. Subsequently, the customer fell fracturing an ankle. Customer went to the emergency room. After intravenous drip was administered and food was provided, bg was 70 mg/dl. Customer had ankle surgery and was admitted to the hospital. Cause of low bg was not known. While hospitalized, customer's bg elevated (>400 mg/dl, high message on pump). Correction boluses were delivered; however, only manual insulin injections were able to lower bg. Customer was discharged on (B)(6) 2018 and reverted to using pump only for insulin therapy. Bg elevated and correction boluses were delivered to address bg. Contact alleged pump was cause of elevated bg. Pump supplies were changed multiple times. Pump system check was performed; device was found to be functioning as intended. Recommendation was made for the contact to discuss elevated bg with a healthcare provider.

Event description:
Customer did not know cause of reported low blood glucose and declined to upload pump data for tandem technical support to review. Reportedly, customer met with an endocrinologist to discuss the event.